Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking and unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was unresponsive and the pump battery was depleting quickly. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified. Additionally, based on the analysis, the alleged quick bolus button and touch screen issue could not be verified.